Event description:
It was reported that post implant of the implantable pulse generator (ipg) system, intermittent ventricular capture was observed on telemetry. The device was interrogated and high ventricular capture thresholds were observed and there was intermittent diaphragmatic stimulation and pain with maximum output pacing. An echocardiogram was performed and there was a perforation associated with the ventricular lead and a mild pericardial effusion. It was further reported that during lead extraction and following new lead implant the set screw was inadvertently backed out of the ipg. The physician was unable to reengage the set screw. The device was explanted and replaced. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.